Event description:
Consumer states that when she went to roll back to get something on her counter she fell backwards and hurt her neck. Consumer states that the backrest on the rollator broke. Updated: per ivc rep, consumer first mentioned her neck being sore but then when asked if she was injured she said no.